Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported thumb advancer issue and clip stuck on the end of the device were confirmed. Failure to deploy the clip appears to be related to an issue splitting the sheath. The most probable cause for the difficulty splitting the sheath is related to the material used to manufacture the sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a diagnostic cerebral angiogram. Reportedly, the starclose se thumb advancer was difficult to advance, resistance was felt. The starclose se clip did not deploy, the starclose se clip was stuck on the end of the device. The vessel locator wings were open when the device was removed from the patient anatomy; no tissue damage occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4).